Event description:
Reflective sterile spheres (4 pack lot: 1305051 and 5 pack lot: 1306051) failed to track during a procedure. Another set of sterile spheres were used to complete the procedure. This issue was communicated by medtronic navigation. Medtronic navigation conducted an investigation and noted that the spheres had an uneven appearance. Spheres were not returned to ndi as the device was used ins a procedure and considered a biohazard. Decontamination of sphere would render investigation impossible. Site/user did not take pictures of sphere. Therefore, no investigation or analysis could be performed by ndi. No serious implications to this issue were mentioned by the complainant. No pt was harmed and no serious injury occurred.